Manufacturer narrative:
The column was checked by an authorized service technician. It was completely blocked and the ir remote control wasn't near the table. The column membrane keypad didn't work. The green led was always on.

Event description:
The mars 2.05 operating table moved by itself without any manual activity and positioned in trendelenburg. It stopped only at maximum limit of movement. During the movement the user tried to stop the table and tried to switch it off but it did not react. No injury reported.